Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was high. Bg was corrected with a bolus via the insulin pump. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.